Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient was complaining of pain. Surgeon surmised that the pt's implant may be loose. Possible replacement was scheduled. Dr revised with new insert."